Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that the cardiosave intra-aortic balloon pump (iabp) unit not detecting patient cables when unit's trainer is connected. There was no patient involvement reported.